Event description:
Customer reported the adc meter provided readings that were erratic. Readings of 280 mg/dl,120 mg/dl on unspecified date, 170 mg/dl and 173 mg/dl on (B)(6) 2022 obtained on adc meter compared to hcp reading of 330 mg/dl. Customer additionally reported receiving unspecified treatment by a third party. No additional information was received by the caller as he refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.